Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level exceeded 500 mg/dl, with the specific value displayed as "high." The customer addressed this by administering a correction injection via multiple daily injections (mdi) without requiring incapacitating assistance from a third party. Technical support provided information to reset the pump, assisted with the reset, and confirmed that the malfunction code did not recur. The customer was instructed to call back if the issue reappeared.